Manufacturer narrative:
The device was returned for evaluation at the international service depot in heerlen netherlands. Incoming inspection found the device starts up normally. Mechanical/functional testing confirmed the reported complaint as the monitor displayed a message ¿warning emg monitoring is disabled¿. The impedance amp board and emg board were replaced (international service depots still repair the nim 2.0 models; however, these models are no longer serviced in the us). The device was tested to product specifications and returned to the customer. Methods - actual device evaluated. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). The device has not been returned for evaluation.

Event description:
As reported, the device stopped working halfway through the case. The case was continued without further incident. There was no report of patient injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.